Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "broken/cracked - double swivel connector" is confirmed based on the sample received. The bronchial swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A device history record review was performed, and no relevant findings were identified. An investigation was previously opened to further investigate this issue. Corrective actions were implemented under the investigation that was opened within teleflex on 15apr2022 to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "1 apr 2024, the blue segment of the connecting chamber breaks off and does not work properly" the patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: (B)(6) 2024, the blue segment of the connecting chamber breaks off and does not work properly" the patient was reported as fine.